Manufacturer narrative:
(B)(4). There was no alleged malfunction against the device. The complaint states that the patient became lightheaded and sweaty during sensor insertion. Problem was not confirmed. The root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 she became lightheaded and very sweaty during sensor insertion. Dexcom technical support representative advised patient to always have someone with her during insertion, until she gets comfortable with it. Patient reported that she usually gets lightheaded with needles. Additionally, she stated that she has never lost consciousness. At the time of contact, patient reported to be doing okay. Patient did not require medical intervention. No further event information was provided.